Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer¿s blood glucose (bg) level was ¿high¿, however, a bg value was not provided. The customer delivered a bolus to address the elevated bg level. Reportedly, the infusion set was changed and insulin delivery was resumed.